Event description:
Patient reports button not responsive. Tactile test revealed that the "up key" was without tension. When the key pad was dissected for further examination, the snap-dome proved to be caved-in and would not spring back.